Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a pin leak test failure and safety disk failed membrane leak check. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device fse replaced safety disk and tidal volume disk. The scroll compressor & pressure/vacuum filters were replaced as part of 5,000 hour interval. The 9v daughter board battery was also replaced. The fse performed complete pm with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation the first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Manufacturer narrative:
Corrected field: e1(event site telephone: (B)(6). Additional point of contact (B)(6), department: biomed department, occupation: biomedical engineer. The defective components were received for further investigation. The failure analysis and testing department received a safety disk with a reported that the safety disk failed the leak test. Performed visual inspection of safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the safety disk into fat iabp cardiosave test fixture for testing of the reported problem. Performed and tested the safety disk in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the safety disk failed the leak test. The failure analysis and testing department could not replicate the failure experienced by the customer. Retaining the safety disk in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.